Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a malfunction in real time clock due to abnormal real time clock data. Reset all device configuration settings, set date and time. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a malfunction in real time clock due to abnormal real time clock data. To correct the condition, the device configuration settings were reset, set date and time. If any additional information is received, a follow-up MDR will be sent.